Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep). It was reported that the cause of the stimulation resetting back to 0 was determined to be that a new group was added and only the upright position was programmed in the adaptive stimulation. The rep said that every time the patient changed to other positions the amplitude dropped to the default of 0. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient reported to the manufacturer's representative today that he stimulation kept resetting back to zero and then would come back 5-10 minutes later. Caller stated they reprogrammed the patient this past tuesday and as was on. Caller noted he would meet with the patient tomorrow. No further complications were reported/anticipated.